Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, after the pocket was three quarters closed, pacing pauses were observed. When the right ventricular (rv) lead was connected to the device oversensing was observed. The device was removed from the pocket and the leads were inspected and no visible problems were observed. The device was placed back into the pocket and again the device began to oversense the rv lead and noise was seen. The device was removed again and the lead was checked through the analyzer and verified to be working. The leads were reattached and the device was placed back into the pocket and oversensing and noise were noticed once again. The device was again removed from the pocket and the leads were disconnected and checked through the analyzer and checked out fine. The physician then decided to change out the device for a different model and there were no further issues. No patient complications have been reported as a result of this event.